Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2023-02877 that was submitted on october 12, 2023 is a duplicate of MFR report number 0002023141-2023-02991 that was submitted on october 21, 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication. All details regarding this event have been processed and completed under MFR report number 0002023141-2023-02991. No additional reports will be submitted under MFR report number 0002023141-2023-02877.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-02877 that was submitted on october 12, 2023 as this same event has been submitted and is a duplicate of MFR report number -0002023141-2023-02991 that was submitted on october 21, 2023.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced peri-implantitis at implant tooth site #4. The implant lost integration with tissue infiltration and was removed.